Event description:
Using a roche inr meter and roche test strips supplied from cardinal. This patient had an inr reading above 7.5, but when a blood draw from the vein was performed the patients inr came back 4.5. All of this occurred on (B)(6) 2019.